Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's touchscreen had intermittent delayed responsiveness. There was no impact to customer's blood glucose level. At the time of the report the touchscreen was completely unresponsive and the pump was not functional. It was indicated that the customer would administer manual injections as alternate insulin therapy.